Event description:
It was reported that the 9600+ system locked up during a case. The system would not work after reboot. No patient injury was reported.

Manufacturer narrative:
A ge service rep did not look at the system; however, the service rep discussed the problem with customer. Customer diagnosed the problem and returned the system to service.